Event description:
Per the clinic, it was reported that the patient experienced no sound with device use. Subsequently, the device was explanted (B)(6) 2019, and the patient was reimplanted with another cochlear device during the same surgery.